Event description:
Per the clinic, the patient experienced tissue breakdown, exposing the internal magnet. Subsequently, the patient was treated with topical antibiotics (sepcific date and duration not reported). The patient later underwent revision surgery on (B)(6) 2026, where the surgeon attempted wound closure. The device remains implanted.